Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap appendectomy - "specimen was in the bag and being removed through laterally placed incision. While attempting to bring bag through the incision the bag burst at it's distal tip." Patient status: "normal post operative recovery."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation; however three pictures were provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of your experience remains unknown. Previous tests have shown breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal" and "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.